Event description:
It was reported that the pt underwent a surgical procedure on (B)(6) 2009 and a sling was implanted. The pt experienced pain, erosion of her internal bodily tissue and other injuries, and has undergone add'l surgeries and revisionary procedures. No add'l info is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-02500 and medwatch 2210968-2012-01663. The same pt is represented in each medwatch.